Manufacturer narrative:
Additional information in d4: lot number and UDI, h4, and h6: method, results, and conclusion. This follow-up report is being submitted to relay additional information and initially corrected information. The complaint is confirmed for one (1) of one (1) returned cypher mis 5.5 ti 6.5x45mm (pn: 14-571445c) for the failure of being fractured. Visual inspection confirms that the screw is broken and fails to rotate in the tulip head. Medical records were not provided for review. Potential cause: the cause of the damage cannot be determined at this time since there is no information available regarding how the screw was being used or handled at the time of the damage. Complaint history: a complaint history review was performed. DHR review and related actions per DHR review, the part was likely conforming when it left zimmer biomet control. No actions required. This event is not related to any current actions or recalls or product holds. Device use this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that after a l5-s1 fusion was performed a patient had pain post-op and a broken screw (cypher mis) was discovered in the s1 vertabra. The surgeon has removed all fragments.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that after a l5-s1 fusion was performed a patient had pain post-op and a broken screw (cypher mis) was discovered in the s1 vertabra. The surgeon has removed all fragments.